Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider via a manufacturer representative. It was reported that the catheter was fine. The doctor indicated that the catheter was just positioned laterally. It was thought that the shooting leg pain was due to the catheter position.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving fentanyl [1000 mcg/ml] at a rate of 425 mcg/day and bupivacaine [3.3 mg/ml] at a rate of 1.4 mg/day via intrathecal drug delivery pump. The indications for use of the pump system were non-malignant and chronic low back pain. It was reported that the patient had had a problem since implant as she received no relief, except when getting boluses. It was indicated that the patient had an area of fluid at the catheter site (pseudomeningocele), and was scheduled for a catheter revision. The physician opened the catheter insertion site, released the purse string and sutures, and backed the catheter down one vertebral body to t10. He did not want to open the pocket to replace the anchor, so he placed a suture over the anchor, but the anchor was not engaged into the fascia as before. It was stated that the physician thought lowering the catheter would help with the shooting pain the patient had been complaining of in her legs when she bent her head forward. As of (B)(6) 2016, there was no patient injury.